Event description:
Pt complains of ahces and pains, dry mouth, breast hardness, painful breasts, itching, redness and swelling of skin, rashes, shortness of breath, weight gain, lupus, autoimmune problems, rheumatoid arthritis and fibromyalgia. Event date: 8/21/80.